Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced on (B)(6) 2017. The lead displayed total loss of capture and there was a fracture. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2017 - we were notified that the patient received more than 40 inappropriate shocks due to the fracture.